Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to pacing inhibition and out-of-range pace impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to pacing inhibition and out-of-range pace impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported. Additional information received reported that lead fracture was confirmed on the surgically abandoned right ventricular (rv) lead via fluoroscopy. Lead fracture was located near the clavicle, however it was not conclusively determined whether lead fracture was due to subclavian crush. All lead/header connections were checked during the revision and were normal. It was noted that there was no diaphragmatic stimulation from the leads at maximum outputs. No additional adverse patient effects were reported.